Manufacturer narrative:
Product event summary: the full lead was returned. Analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had a micro-dislodgement and exhibited high thresholds and no sensing. The rv lead was explanted and replaced. The right atrial (ra) lead had exhibited undersensing. The physician chose to reposition the ra lead in the right ventricle. The lead remains in use in the ventricle and a new ra lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had a micro-dislodgement and exhibited high thresholds. The rv lead was explanted and replaced. The right atrial (ra) lead had exhibited undersensing. The physician chose to reposition the ra lead in the right ventricle. The ra lead remains in use. No patient complications have been reported as a result of this event.